Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Customer was admitted to the hospital for elevated blood glucose and diabetic ketoacidosis. Customer was treated intravenously with saline and insulin, and was released from the hospital a day later with the issue resolved and no permanent damage. Customer declined further troubleshooting from tandem technical support.